Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Patient experienced a "ticking" noise after the valve was implanted. She also found that the pressure settings would re set themelseves if she walked by magnetic forces. Retrieved in a secondary procedure where the valve was replaced with another hakim programmable valve.